Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested 04/13/2011, 04/14/2011, 04/28/2011 and 05/09/2011 by fax, mail and phone. Additional information was received 04/13/2011 and 05/09/2011 by phone. A completed questionnaire was received 04/28/2011. (B)(4).

Event description:
A surgeon reported that a patient is experiencing glare and is unable to read in dim light following bilateral intraocular lens (iol) implant surgeries. In a follow up, the surgeon reports the event continues, but will resolve with treatment. There are two medical device reports associated with this event; this report is for the left eye.